Event description:
IV tubing was noted to be leaking. Tubing connected to the huber needle was noted to be leaking. The needle tubing was clamped, safesite and tubing disconnected and a new safesite with normal saline syringe was attached to the port tubing. After flushing, the tubing was noted to be leaking right above the thread on the tubing where the safesite attaches. The leaking spot was covered with tegaderm, then deaccessed. Patient was not harmed.